Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis registered nurse (pdrn) that a fluid leak was discovered on the inside of the cassette door of the cycler after ending a peritoneal dialysis (pd) patient¿s treatment. No alarms or messages were experienced prior to finding the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn confirmed that the patient was able to complete peritoneal dialysis treatment by manually draining during the last drain phase. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event, however the pdrn stated that per the clinic¿s procedure the patient was prescribed the prophylactic antibiotic vancomycin (2 grams, intraperitoneal (ip), one day). The cycler set used for this treatment was discarded and is not available for return for physical evaluation by the manufacturer. It was noted that there was no defect or damage seen on the cassette upon removal from the cycler. The cycler was returned to the manufacturer for physical evaluation. The clinic did not require the cycler be replaced.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month timeframe which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected timeframe. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.